Manufacturer narrative:
The customer¿s report of lipids leaking was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. White liquid (lipids) was observed in both sets¿ tubing and 1.2 micron filter (p/n 605732-000) of model 20129e. Both sets¿ slide clamps were received in the closed position. No kinks in the tubing were observed on the sets. No other abnormalities were observed on the sets during visual inspection. The sets¿ mating components were inspected under a microscope to determine if any damage was noted. No damage was observed on the components during visual inspection. The sets were pressure tested while submerged underwater with the fluid still contained within the sets at 25 psi. A lab stopcock was attached to the lab extension set¿s male luer. No fluid or air bubbles were noted to be leaking at the connection of the sets. No leaking was observed at any of the set¿s components, tubing, or other connections during infusion. The sets¿ mating components were inspected under a microscope to determine if any damage was noted. No damage was observed on the components during visual inspection. The root cause was not identified.

Event description:
The customer reported lipids leaked from the connection of the primary set to the filter extension set after 20 hours of infusing to a patient in the nicu. The customer reported this as a "near miss" event with the potential risk of the patient obtaining clabsi however there was no harm reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported lipids leaked from the connection of the primary set to the filter extension set after 20 hours of infusing to a patient in the nicu. The customer reported this as a "near miss" event with the potential risk of the patient obtaining clabsi however there was no harm reported.